Event description:
PICC line broke during PICC placement, noted to be leaking.

Manufacturer narrative:
The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Event description:
PICC line broke during PICC placement, noted to be leaking

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: the faulty sample was discarded by the user, however the customer returned one unopened sample from the same batch. The sample was leak tested at 1.5 bar, and no leakage was detected. We flushed the catheter using a 10 ml syringe with saline first and then air in a water bath, but no leakage was detected. During microscopic examination we saw a small indentation at 6 mm distal to the fixation wing caused by small mechanical damage during overmolding. This was only a surface damage without leakage. The returned unopened sample conforms to our specification. Based on the product incident report (pir), the customer used alcohol based chloraprep as a disinfectants. There are several reasons which might lead to a catheter rupture/leakage. The usage of small syringes can result in catheter rupture and embolism. Concerning this problem, we have listed in the product's IFU: "do not use syringes smaller than 10 cc, as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of hand-held syringe." Small syringes generate higher pressures than larger ones. Alcoholic disinfectants may irreversibly damage the catheter, as mentioned in the IFU: "avoid any contact of the catheter tubing to alcohol containing disinfectants", "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants." Moreover, we have a warning leaflet in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. If an alcohol-based disinfectant is used on the insertion skin area, it must dry completely before exposing the catheter to any mechanical stress. A review of the batch history records was performed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are conducted with no exceptions found. Corrective action: this complaint cannot be classified as the used sample was discarded by the customer and the returned unopened sample complies with our specification. Therefore, no further corrective action initiated by quality management at this time.